Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 10-dec-2020. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. Af, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for 6+ lot k20207.

Manufacturer narrative:
Apoc incident # (B)(6). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care was contacted by a customer regarding I-stat 6+ cartridges that yielded a suspected discrepant sodium result of 119 mmol/l on a patient. There was no patient information available at the time of this report. Method date result : I-stat (B)(6) 2020 119 mmol/l, I-stat (B)(6) 2020 141 mmol/l, I-stat (B)(6) 2020 122 mmol/l, I-stat (B)(6) 2020 138 mmol/l, customer did not provide sample test or collection times. There are no injuries associated with this event. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.